Manufacturer narrative:
(B)(4).. PMA/510(k): k072240. The product will not be returned for evaluation. The event is currently under investigation.

Event description:
It was reported that a patient underwent an endovascular procedure with a gunther tulip jugular vena cava filter set. The inferior vena cava (ivc) diameter at the intended filter location was 17.04 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip® filter was deployed at the intended location in the ivc suprarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, migration, or filter legs appearing outside the column of contrast. There was extravasation of contrast after filter placement. The filter angle of tilt was 11- < 16 degrees. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 17.3 mm. There was no evidence of filter deformation or migration. The angle of filter tilt in the ap view was 4.3 degrees. There was no extravasation of contrast after filter placement. However, filter legs did appear outside the column of contrast. On (B)(6) 2016 (three days post-procedure), the post placement x-ray was performed. There was no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. Core lab analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt in the ap view was 13.9 degrees and 1.1 degrees in the lat view. The 3 month follow-up call was completed and no device related adverse events were reported. The filter was not scheduled to be retrieved due to an ongoing risk of pulmonary embolism. The 6 month follow-up call was not completed due to an inability to reach the patient. On (B)(6) 2017 (412 days post-procedure), a CT of the abdomen and pelvis, x-ray, and ultrasound were completed. The CT revealed no evidence of filter embolization. There were nine grade 1 filter legs, one grade 2 filter leg, and two grade 3 filter legs that interacted with the ivc wall. The grade 3 filter legs affected the duodenum. There was no evidence of hemorrhage, hematoma, or other clinical findings at the grade 2 or grade 3 filter leg perforation/puncture sites. The ultrasound revealed no evidence of thrombus in ivc, pelvic veins, or lower extremities. The x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 7.4 degrees and 15.0 degrees in the lateral view.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There was one other reported complaint for this lot number, for the same device, different issue. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on the provided information, no product returned and the investigation, a definitive root cause cannot be established or reported at this time. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.